Event description:
The customer claimed to have updated the device in 2008. The device operated event free until recently when a patient received a skin burn during an electrotherapy treatment.

Manufacturer narrative:
Device is for export only.